Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The investigators were unable to confirm or duplicate the original dim display complaint due to persistent blank screen. Unrelated to the original complaint, the display screen was noted to be cracked. A test screen was used and able to power on. In addition, a battery compartment crack was diagnosed.